Event description:
A malfunction alarm was reported by the customer with a specific code displayed. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, though the customer lacked charging supplies and planned to follow up for a pump reset. No additional patient or event information was available.